Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that the customer passed away. Attempted to contact the caller to gather more information regarding the customer's death with no results. No further information was provided.